Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram revealed the artery to be 7 mm in size and no presence of calcium. Following the procedure, the fellow who is still in training with a trained physician proctoring the case, chose the device for femoral arterial closure. Reportedly, the fellow attempted to shuttle down but the shuttle tube encountered difficulty bypassing the sheath valve. During this process, the fellow apparently pulled the sheath out of the artery. Then, contrary to the IFU, the fellow attempted several times to re-introduce the sheath back into the artery using the mynx cadence catheter as the guide wire but it still wouldn't go through. The physician deflated the balloon and pulled it out of the arteriotomy and the deployment was aborted. The patient was converted to manual compression for 10 minutes. Hemostasis was successfully achieved. It was reported that while the patient was still on the bed in the cath lab, she complained of feeling pain at the accessed groin. The patient was being taken to her room when she complained of pain again. Testing showed that the patient's hematocrit level was dropping so the patient was taken for a CT scan. The scan revealed a retroperitoneal bleed (rpb). The patient was taken to the operating room (or) and the physician sutured the leak. The patient was not given any blood transfusion and per the aci sales professional, the patient was ambulated and discharged to home on (B)(6) 2011 with no further clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.